Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns stopper was jammed / insecure. The following information was provided by the initial reporter: material#: 301073, batch#: unknown. Rcc received a complaint via email. Complaint number(s): (B)(4), product sku: 26001 (dnqsyr 3ml l/l) vendor part no: 301073) 153245 (dnqsyringe 5ml ll bns), vendor part no: 304656), lot 4193557, product lot number: unknown. Complaint details: ¿date of event: 4/15/2025. It was reported that syringes 3ml and 5ml are "failing and the meds are going up into the syringe above the plunger seal". Due to this, a new device is required.¿

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - stopper jammed / insecure. One photo of a 3 ml luer lock syringe was received and evaluated. The image shows the stopper not properly seated on the plunger rod, which may lead to leakage and affect the syringe¿s functionality. This condition is considered non-conforming per the product specifications. The potential root cause of the insecure stopper and resulting leakage is associated with the assembly process. As the lot number is unknown, a device history record (DHR) or quality notification (qn) review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.